Event description:
It was reported that the patient presented for a routine follow-up. Upon interrogation, short episodes of auto mode switching due to atrial noise were noted. All electrical values were in range and the physician elected not to take any action at this time. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.